Event description:
It was reported that the customer accidently gave themselves 2.4 units in bolus. Customers stated that she gave herself a bigger bolus than she meant to. Customer called to inquire how to cancel the bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.